Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon partially inserted a 12.6mm micl 12.6 implantable collamer lens but the surgeon did not like the way the lens unfolded in the patient's eye. The lens was removed with no patient injury and another lens was implanted.